Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR: 2134265-2016-10090. It was reported that recapture difficulties and tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a watchman laa closure device & delivery system (wds) was advanced and deployed. The watchman laa closure device did not meet release criteria. During the full recapture, there were difficulties withdrawing the closure device back into the was and it was noted that tip of the was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was blood on the device and the valve was opened as received. The shaft was kinked 3.2cm from the tip of the was. The shaft was perforated 0.8cm and 1cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2016-10090. It was reported that recapture difficulties and tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a watchman laa closure device and delivery system (wds) was advanced and deployed. The watchman laa closure device did not meet release criteria. During the full recapture, there were difficulties withdrawing the closure device back into the was and it was noted that tip of the was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.